Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaso view hemopro silicone came off on tips. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw was dislocated away from the tip. The detached silicone insulation was returned. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw." Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).